Event description:
The consumer reported that she loved her device but the other day she peed her pants 3 times, although she was wearing a pad. She thought it might be due to the chemo therapy that she is also going through. Additional information from the consumer reported that she had difficulty sleeping. She was going to the bathroom a lot more than she used to. She tried increasing stim but that did not help. When asked if there was anything that could be related; the patient noted that she had chemotherapy for non-hodgkin lymphoma that was not related to the device or therapy. The patient was able to change to program 2 and planned to monitor symptoms on that program to see if it helps. Further information from the consumer reported that the urinary accidents were in (B)(6) 2016. When asked what circumstances led to the accidents; the patient noted that she had harsh chemotherapy and a serious bladder infection. She tried to adjust the device and dial it up; the battery did not work. The device was not working. She notified the health care professional in (B)(6) 2016. The device was adjusted and the accidents resolved. The patient was indicated for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.